Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the tip of the drill bit was found broken during 1.5 mm screw insertion of the modular hand system. The fragment remains in the patient body. There was a 60 minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.